Manufacturer narrative:
The user reported experiencing difficulty when flushing the unknown avanti plus catheter sheath introducer (csi). When continuing to flush, the doctor noticed blood clots coming out of the side arm of the sheath, indicating that clotting had been occurring in the sheath cannula. The doctor was a very experienced femoral only access operator who has used cordis sheaths his entire career. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿thrombosis in device¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Thrombosis within the device does not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿after aspiration and flushing, consider establishing a heparinized solution or suitable isotonic solution via the sideport extension. The addition of a heparinized saline drip via the sideport can help in the prevention of thrombus formation. Possible complications include but are not limited to: thrombus formation.¿ as no lot number, catalogue code or other product information was supplied a phr could not be generated. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the doctor experienced difficulty when flushing the unknown avanti plus catheter sheath introducer (csi). While continuing to flush, the doctor noticed blood clots coming out of the side arm of the sheath indicating that clotting had been occurring in the sheath cannula. The doctor was a very experienced femoral only access operator who has used cordis sheaths his entire career. The device will not be returned for analysis.

Manufacturer narrative:
Section b3 updated.